Manufacturer narrative:
(B)(4). Additional information the device was received with the blade buckled. Upon mechanical testing it was noted that the trigger did not retrieve by itself when released, and the blade did not returned when released either. It was necessary to manually retrieve the trigger, one hand was used. The device was connected to the generator and it was recognized. Because the knife was damaged not all functional testing could be performed with the generator. A probable cause of the damage to the knife could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic to open sigmoid procedure, the scrub states that the surgeon clamped down on tissue and then he was unable to open the jaws of the device. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.